Event description:
It is reported that the device was implanted in 2003. Five years post-op, pt has complication of osteolysis and 1mm medial poly wear. Pt is tolerating the complication, no revision is planned.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.